Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a acl reconstruction/knee procedure, when the flexible drill started being used and entering the tunnel, it stopped turning. The drill was taken out and it was noticed that it was broken. All pieces were removed with a grasper. The procedure was completed with no delay using a back-up device. No further complications were reported. Patient is stable and in good condition.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The device is fractured just below the bit at the beginning of the flexible portion of the shaft. Per case details, the broken drill was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.